Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2007, 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed in a ventricular fibrillation (vf) episode for the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.